Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that attempting to change the external ventricular drainage (evd) setup as there was a leak from a cracked tubing, the site was unable to disconnect the evd at the distal end of the t connecter (towards the evd setup). It was attempted to use kelly clamps, and sterile normal saline (ns) to flush the site. The distal end of the t connecter (towards the evd setup) disconnected, but plastic end broke off inside the t connector. Then, it was attempted to disconnect at the proximal end of the t connector (towards the patient). Once again, it was attempted to use kelly clamps, and sterile ns to flush the site, but with no success. The t connector was damaged and unable to be used at all. Finally, it was able to successfully switch the setup at most proximal connection site (where evd setup connects to internal catheter). No patient involvement.